Manufacturer narrative:
Result of investigation: vyairs medical's field service team was unable to duplicate the reported problem. The field service representative checked the transducer calibration and ran uvt. Ventilator meets manufacturing specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting for a vyaire field service representative(fsr) to check the avea ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported repeating circuit occlusion alarms on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.